Event description:
It was reported that, several months after surgery pt started having problems. Pt claims that pain has always been present from hip to knee. However, he states that sitting and elevation of legs is "ok." Pt needs revision and its scheduled for an upcoming revision on (B)(6) 2012 with dr bonenberger. He obtained a second opinion from another doctor, who found loosening.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.